Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5 13.2 implantable collamer lens -14.00/2.0/095 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The lens was reported as having low vaulting. On (B)(6) 2024 the lens was replaced with a longer length lens. Cause of the event was unknown. This resolved the problem.

Manufacturer narrative:
13.2mm vticm5_13.2 should be corrected to 12.6mm vticmo_12.6. Claim#(B)(4).

Manufacturer narrative:
1494; off-label-it should be noted that the patient's acd was less than 3.0mm at the time of implantation. Clam#(B)(4).